Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep calibrated the collimator. The system was tested and found to be working as intended and put back in service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system's iris collimator and the collimator leaves are not aligned. No pt injury was reported.